Event description:
Dealer states the bearings in the front caster and the caster housing are shot as well as the seat sling is tearing where it screws into the chair. Dealer requested warranty parts.

Manufacturer narrative:
Follow up to be sent if additional information is received.